Manufacturer narrative:
Patient information not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided. A device history record (DHR) review was performed for part number: 387.347, synthes lot number: 3097068: release to warehouse date: 13.mar.2009, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The part was received for investigation. Upon visual inspection of the complaint device it can be seen that the part is in a very use and poor condition, as the article is badly worn, this thus confirming the complaint description. Furthermore, the coating is faded, from often use and reprocessing. We classify this as normal wear and tear/end of life and such instruments must be replaced from time to time. In this relation we would like to point out our important information leaflet in relevant technique guide with following statement: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported anterior lumbar interbody fusion (alif) procedure was performed on an unknown date. During the anterior lumbar interbody fusion (alif) portion of a procedure, when surgeon was exposing the disc, he noticed that the blue synframe ring clamps were loose, which created some motion around the blades/ring and caused potential risks during the surgery. No consequence to patient was reported. Reportedly there was no surgical delay. This report is for one (1) synframe ring clamp. This is report 8 of 8 for complaint (B)(4).